Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2021 with symptoms of dizziness, near-fainting and fatigue. During interrogation, it was noted that the pacemaker could not be interrogated and there were no signs of pacing in the electrograms (egm). The physician suggested that this may be because of total battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.